Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2013, father reported the patient has experienced elevated blood glucose, and he believes the insulin delivery of the infusion device is inaccurate. He reported the patient had an infection and fever at the time. The patient was sent a loaner infusion device. Follow-up was completed on (B)(6) 2013. The patient restarted the alleged infusion device on (B)(6) 2013, and his father still believes basal insulin is not delivered correctly as his blood glucose has elevated again. Another loaner infusion device was sent, and the alleged infusion device, infusion set, cartridge, and adapter were requested for evaluation. No additional information was provided.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.